Manufacturer narrative:
Device passed the displacement, a-21 error test and self test. No a21 alarm noted during test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had received unexpected restart after battery change. Customer's blood glucose value was unknown. Customer reported that they were able to clear the alarm. Customer able to complete pump rewind. Customer remove the current battery from the pump and insert a new battery and alarm occurred. The customer was advised to discontinue the use of insulin pump and revert to back up plan. The device will be returned for analysis.